Event description:
It was reported that during a ptca treatment procedure involving a lesion in an unspecified coronary artery, the maverick balloon would not inflate at the lesion site. It is noted that the device had been re-sterilized and that no manometer was used. No pt injuries were reported. A 6f introducer sheath (type unknown) was also used in this case, but the type and size of guidewire and guide catheter used are unknown. It was reported that no manometer was used to control the pressure during the procedure. Pt status is reported as 'stable'.

Event description:
It was further reported that this ptca treatment procedure involved an 80% stenotic lesion in the proximal third of the lad coronary artery. During predilation of the lesion for placement of a stent, the maverick monorail balloon did not inflate past 9 atm's on the initial inflation. The pt was asymptomatic during this event. The maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure.

Event description:
It was further reported that the device has not been re-sterilzed as was originally reported. A merit medical inflation device was used in this case.